Manufacturer narrative:
The site declined to provide patient information, per (B)(6) privacy laws. Return requested. Replacement power cable shipped to site 10/07/2016. No parts have been received by manufacturer for analysis. On 10/11/2016 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Optical communication failure. Reported issue could not be replicated. Identified a missing ground pin on the power cord. Replaced power cord pin. Issue resolved. Subsequent procedures performed using this navigation system without issue. System performed as intended. On 10/17/2016 a medtronic representative, following-up at the site, reported this intermittent issue is related to the electrostatic charge built up on the navigation system due to missing ground pin. The medtronic representative informed the site biomed representative and technicians not to not use any navigation system with a missing ground pin.

Event description:
A site representative, neuro coordinator, reported that while in a cranial procedure, the site alleged being unable to track instruments with their navigation system. When setting-up their navigation system for registration in cranial, the site representative was unable to track the patient reference frame or passive planar probe. The site representative did not check to confirm whether or not there was a red x on the navigation system camera icon or if there was a camera connection. The navigation system was powered off, when turned back on, the navigation system was communicating with both the reference frame and the passive planar probe. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was 10 minutes. There was no impact on patient outcome.

Manufacturer narrative:
Investigation of returned suspect power cord finds that as reported, the ground prong has been broken off and is missing. Otherwise, the cable passed a continuity test with no opens or shorts detected. The reported damage to the cable was confirmed to be caused by physical damage. The reported event was unable to be replicated it cannot be confirmed the reported issue was caused by the power cable. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.